Event description:
Additional information received notes that the right-ventricular (rv) lead was capped and replaced on (B)(6) 2025.

Event description:
It was reported that the patient presented in-clinic for a scheduled right-ventricular (rv) lead replacement surgery as previously upon interrogation it was noted that the rv lead exhibited pacing inhibition due to over-sensing of noise. As a resolution the rv lead was explanted and replaced. The patient condition was stable.